Event description:
The generator and lead have been received by the manufacturer with a report that the generator was explanted due to battery depletion, and the lead was explanted due to damage to the lead. Product analysis for the lead is complete. Product analysis of the lead reported that high impedance was not confirmed but a large portion of the lead body, including the electrodes was not returned for analysis, and therefore an evaluation could not be performed on the portion of the lead that was not returned. No obvious anomalies were noted on the lead. Set screw marks were found on the lead connector pin that provide evidence that a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, and no discontinuities were identified. Analysis is underway for the generator but has not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis was performed on the returned generator, and high impedance was indicated from the downloaded data from the generator. An end of service warning was observed and was found to be associated with the device remaining on, even after explant, and an output current disablement by the generator due to an indication of increased impedance prior to explant. The final electrical and diagnostic testing could not be performed as the device was pulse disabled. The pulse generator performed according to functional specifications, except for the c4 capacitor which is out of specification. This is an expected event for an aged capacitor and does not indicate a failure of the device or component. No anomalies exist and the end-of-service condition is an expected event. There were no additional performance or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Manufacturer narrative:
Manufacture date, corrected data: initial report inadvertently did not list the device manufacture date.

Event description:
It was reported that the patient's device was disabled upon initial interrogation and therefore the device was programmed back on. System diagnostics were then run on this patient's device indicating high impedance. The device has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently did not state "this patient's generator and lead were replaced."

Event description:
It was reported that this patient's generator and lead were replaced.